Event description:
Received notice of complaint concerning above product from director of nursing. Reports that during a pts treatment (approximately 1 hour in rx) the air detector alarmed. The hcp noted air being pulled into the system. Upon closer inspection, noted a small split in the pump segment. The hcp was able to reinfuse most of the blood in the extracorporeal system. Director of nursing states the estimated blood loss was approximately 45cc. The pt remained stable during the event, no reported injury or intervention required. The lines were changed and the treatment was completed without further incident. The line was discarded on the day of the event. The line had been used once without incident, prior to this event. A medwatch form has been filed due to blood loss only.